Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope forceps adjustment was malfunctioning (could result in loss of guide wire positioning), and the elevator was not working. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the elevator function was working properly, the scope was leaking from the biopsy channel, the biopsy channel was checked with a borescope and found a puncture at the distal end side. The distal end was missing the ke45 around the forceps cover and had minor scratches and a chip on the probe unit. There were minor dents and scratches on the light guide tube. There was a minor scratch on the probe unit that was not affecting the image. The image showed zero broken elements. The identification chip showed 271 uses. The bending section cover adhesive was removed. The control body adhesive was dry. The barcode was on the grip, and the scope connector had a loose back cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of function of the forceps adjustment and the elevator could not be determined. Olympus will continue to monitor field performance for this device.